Event description:
Cannulated screw broke and a portion of the screw is in pt's arm.

Event description:
The catalog number of the subject device was not provided by the user facility. The lot number of the subject was not provided by the user facility. Synthes is unable to determine the quantity of product manufactured and distributed without a part number. There is insufficient info to determine that this device is a synthes device.